Event description:
A complaint was received regarding higher glucose sensor scan values while the customer was wearing the adc device compared to the hcp meter. On (B)(6) 2022, the customer experienced sweating and blurred vision and had a loss of consciousness. Hcp contact was made, and a glucose test of 31 mg/dl was compared to a sensor scan of 200 mg/dl when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer was treated with intravenous and oral glucose, then transferred to the hospital where an additional 5% intravenous glucose was provided for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 186 mg/dl compared to an hcp glucose test of 51 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding higher glucose sensor scan values while the customer was wearing the adc device compared to the hcp meter. On 02apr2022, the customer experienced sweating and blurred vision and had a loss of consciousness. Hcp contact was made, and a glucose test of 31 mg/dl was compared to a sensor scan of 200 mg/dl when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer was treated with intravenous and oral glucose, then transferred to the hospital where an additional 5% intravenous glucose was provided for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 186 mg/dl compared to an hcp glucose test of 51 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.